Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by the advanced evaluation patient they had a bladder infection but they would talk to their clinician in the morning. There were no further complications reported/anticipated.